Event description:
During an atrial fibrillation procedure, it was difficult to insert the catheter into the sheath, and when checking, the tip of the catheter was noted to be bent. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. The results of the investigation are inconclusive since the device was not returned for analysis. According to the communications hub, the catheter was used with agilis and swartz sl0 introducer sheaths. Viewflex xtra ice catheter instructions for use (IFU) artmt100141979 ver. C states that the viewflex xtra ice catheter has a 9 french shaft and directs the user to ¿use a 10f or larger introducer sheath.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.